Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels (ch). Cfu: 2 cfu/endoscope (2 cfu/100ml). Bacterial identification: staphylocoques coagulase negative, champignons filamenteux. Sampling date (B)(6) 2023. Sampling from: biopsy ch. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling from: suction ch. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling from: air/water ch. Cfu: 1 cfu/endoscope (3 cfu/100ml). Bacterial identification: staphylocoques coagulase negative. Sampling from: auxiliary water ch. Cfu: 4 cfu/endoscope (23 cfu/100ml). Bacterial identification: pseudomonas spp. Sampling from: total. Cfu: 5 cfu/endoscope (4 cfu/100ml). Bacterial identification: revivable micro-organisms at 30°c. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - air/water cylinder --- scratched. - suction cylinder --- scratched. - mouthpiece --- scratched. - channel mount --- scratched. - universal cord --- wrinkle. - connector --- scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was insufficient due to physical damage of the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide end of repair hygiene microbiological investigation reporting. The end of repair hygiene microbiological investigation report indicated the channels of the scope were cultured and the biopsy channel was positive for 1 cfu of bacillaceae, the suction channel and air/water channel was positive for less than 1 cfu of viable microorganism, the water jet channel was positive for 1 cfu of staphylococcus coagulase and the scope was positive in total for 2 cfus total. The results obtained comply with the target level defined in the dgos / pf2 / dgs / vss1 / 2016/220 instruction of (B)(6) 2016, for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device passed leak testing. The detergent used was anios and the instrument/suction channel, suction cylinder and instrument channel were brushed. The device was rinsed before manual disinfection and anios was the disinfectant used. All channels were flushed and immersed in the disinfectant and rinsed with filtered water. The concentration and expiration of the disinfectant was controlled. The automated endoscope reprocessor (aer)/endoscope washer disinfector (ewd) used was a soluscope. All channels were connected with tubes when the endoscope was setting up in the aer/ewd and the filter was replaced periodically in accordance with instructions for use (IFU). The scope was dried by blowing with filtered compressed air and stored in a simple cabinet. Additional information from the customer confirmed the device was not used between the first and second sampling. The device was quarantined while pending results. There were two manual cleanings and disinfection after the first result and another manual cleaning/disinfection after the second result. The last reprocessing was performed on 12sep2023 the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for 39 colony forming units (cfus) of enterobacter cloacae. The scope was retested 12 days later and was positive for more than 100 cfus of klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.